Manufacturer narrative:
This bx velocity stent was distributed outside the united states, however, it is similar to the bx velocity stent distributed in the united states. Please note that, there are two products with the same catalogue and lot number involved in the same event occurring in the same patient and reported under the same manufacturing number. Additional information will be submitted within thirty days upon receipt.

Event description:
A report received from the clinical registry indicated that a patient experienced a myocardial infarction following the implantation of two cordis stents, and that a side branch occlusion occurred during the stenting procedure. The target vessel was 2.9 x 15mm in size with 95% stenosis and a timi flow of 3. The stents were successfully implanted in the right coronary artery. However, an occlusion of the rv side branch occurred. The rv branch had a 90% narrowing and it was not possible to save it, as it was necessary to stent across its origin. A timi flow of 3 was maintained through out the procedure and the patient remained asymptomatic and hemodynamically stable. After the procedure, it was determined that the patient experienced an acute myocardial infarction.